Manufacturer narrative:
Concomitant: product ID 37791, product type recharger. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
The patient reported difficulty recharging and unable to charge. During the report recharging best practices were reviewed with the patient and a recharge session was attempted, the reposition antenna was seen. Another external device was not available to try. The last time the patient charged was 3-4 days ago. The recharger antenna was damaged. A new recharger antenna was ordered for the patient. No symptoms reported. It was noted that the patient programmer (pp) was lost. The patient reported a week later that he wanted assistance to use his external equipment, he recently received the replacement recharger antenna and was trying to charge. The patient did not understand the icons he was seeing on his equipment. There was poor communication with the pp, further stated the pp was unable to connect. The recharger was not able to communicate, tried using the recharger to connect and received the reposition screen. During the report the patient changed the recharger antenna, but was unable to connect. The patient last felt stimulation two weeks ago. Last successful charge session was about a week ago. The patient had called his health care provider (hcp) office and they were going to schedule an appointment for him to come in and get his system checked by a company representative (rep). The patient reported almost 2 weeks later that he saw a power on reset (por) message only on the recharger, it was not known when. The patient was able to charge his implantable neurostimulator (ins), the stimulation was on, and he was able to feel stimulation again. The patient met with a rep sometime last week. A physician mode recharge (pmr)/60 minute count down was performed. It was noted that the manual was too complicated. The indication for use included failed back surgery syndrome. If additional information is received, a follow up report will be sent.